Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient for sudden cardiac arrest, upon the first analysis one shock was successfully delivered despite a delay. Upon the third analysis, the device advised shock and the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.